Event description:
Customer stated that their meter was missing half of all of the characters. A review of the system was performed over the phone. The review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.